Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to alleged pain, swelling, tissue damage, synovial fluid buildup, lack of mobility and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: item #192114 collarless porous stem lot # 713050. Item #139256 m2a magnum(tm) taper adapter lot #989590.

Event description:
Additional information received in medical records reported right hip revision procedure approximately six years post-implantation due to metallosis. During the procedure, osteolysis of the acetabulum was noted. The cup, head, and taper were removed and replaced; a poly liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.